Event description:
Reportdly, the device was explanted after an implant duration of 21 months due to thrombosis. All leaflets of the valve thrombosed. No additional information provided. It is unknown at this time if the device is available for return and evaluation.

Manufacturer narrative:
Additional manufacture narrative: customer was informed of evaluation findings in a customer letter dated 2009. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. This event was determined to be reportable per edwards lifesciences procedures. H2. Device evaluation: evaluation summary attached: fibrous like tissue is evident in the belly region of all three leaflets at the outflow aspect. The deposits restricted mobility in the leaflets and led to stenosis. Host tissue overgrowth is minimal to moderate at the stent outflow. No inconsistencies detected in the x-ray. In 2009, the valve was sent to research and development and for pathology testing by an independent laboratory. In 2009, research and development completed the observation and concluded with the following: "this valve was reportedly explanted after 21 months due to ¿thrombosis¿, which was confirmed by the histology examination. The large thrombotic deposits were predominantly located on the outflow side of the valve, which likely contributed to the valve stenosis due to the reduction of the leaflet flexibility and mobility. No significant white blood cells were observed in the specimens examined. The bioprosthetic porcine leaflets were well preserved. The root cause of the thrombosis for this valve cannot be determined at this time. It is possible that the elevated fibrinogen level in this patient may have played a role in the development of the late thrombosis. Thrombosis in bioprosthetic heart valves has an extremely low incidence rate. Nevertheless, according to the literature, patients with elevated fibrinogen level may have a higher tendency to develop thrombosis related incidents.". Corrected data: x-ray.

Manufacturer narrative:
Device not returned